Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0guwd, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0guwd, implanted: (B)(6) 2014, product type: lead. Product ID: 3708740, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708740, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported via a manufacturing representative that on (B)(6) 2014 the patient whose indication for use is depression had presented in the emergency room with a complaint that the implantable neurostimulator (ins) had become dislodged and was uncomfortable. The patient was evaluated by neurosurgery and they had found no reason for immediate action. X-rays were taken which had shown appropriate placement of the ins. Later the patient suggested that maybe they just needed to get used to the new feeling of the device in the chest. The patient had not complained of pain or discomfort at subsequent psychiatric follow up visits. The patient had also seen neurosurgery again for regularly scheduled post-operative follow-up.